Event description:
It was reported that during the placement of a transcatheter aortic valve in a patient with effaced sinuses and a low left coronary artery, a drop in blood pressure was noted as the catheter to cannulate the left main artery crossed the valve. Cardiopulmonary resuscitation (CPR) was initiated. Subseuqently, the evolut fx 26mm valve was deployed. The valve appeared constrained, however, and it was recaptured and withdrawn from the patient. A non-medtronic balloon was used to perform an balloon aortic valvuloplasty. A second valve, the evolut 26mm fx+, was inserted into the patient using a new dcs and successfully deployed. A stent was also deployed in the left main artery. Despite these interventions, the patient continued to experience low blood pressure. Chest compressions were performed and a balloon pump was inserted; however, the patient did not recover and subsequently passed away. The cause of death was noted as possibly related to anesthesia.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of death was unknown. It was noted that the patient¿s ejection fraction was 55%, but the patient started deteriorating at induction. Per the physician, the valve and the dcs could be excluded as contributing factors.

Manufacturer narrative:
Updated data: b5. Corrected data: d1. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.